Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: lap colectomy extracorporeal resection, the device firing lever was broken prior to it closing on a tissue. Used new device to complete the procedure. No patient injury has been noted.